Manufacturer narrative:
The complaint can be verified. The insulin pump's electronic compartment was visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Event description:
Reporter stated, the up/down button on the infusion device does not function. The patient experienced hyperglycemia of approximately 300 mg/dl and delivered insulin via the infusion device. During the bolus, she noticed the infusion device didn't give the complete amount. Further, she reported the date/time settings were lost. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.